Event description:
Caller reported interference/noise, oversensing through technical services. Save to disk data reviewed and confirms the reported low impedance and noise. Device was removed from service. No patient complications have been reported as a result of this event.